Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.

Manufacturer narrative:
On (B)(6) 2026, the user reported discrepancies between blood glucose (bg) and sensor glucose (sg) readings. Customer care made multiple attempts to contact the user to provide assistance and gather additional information; however, the user remained unresponsive. As further details were required to adequately assess the reported concern, no additional investigation could be completed and the case was closed due to lack of user response. Per data management system review, the system was actively in use with up-to-date information at the time of case closure.